Event description:
Main body graft was deployed without complication. Attempted cannulation of the contralateral limb was unsuccessful. Viewing of the CT scan did not reveal any anatomical condition that might result in the complications encountered. Multiple attempts to access the wire guide via an "up and over" approach, and the main body graft out of sequence did not prove successful. An access catheter could be advanced and placed hooking over the bifurcation, but the wire in place would not extend past the bifurcation more than one centimeter. No problems were noted with the contralateral limb, as the distal portion of the limb was open, however, any attempt to advance a device up or down the limb was unsuccesful. Although not visible, it was believed that the wire may have embedded in soft thrombus, inhibiting advancement through the limb. Procedure was converted to an aortouni-iliac configuration utilizing a converter and an occluder. At the conclusion of the zenith aaa repair a fem-fem bypass procedure was performed. Final angiogram did not show any endoleak presence.